Manufacturer narrative:
(B)(4). Information was previously submitted by william cook europe under reference # 3002808486-2016-00729 on (B)(6) 2016. Additional lot information provided on (B)(6) 2016 determined this device was manufactured by (B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on or about (B)(6) 2012 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). No information regarding the event. The product was not returned to assist with the investigation. If new information is provided, a supplemental report will be submitted as required by 21 cfr part 803.

Event description:
This additional information was received on 08/12/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein as a prophylactic for dvt before an orthopedic procedure.